Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a box of bd ultra fine¿ pen needle had mixed product. The report is as follows, "consumer reported finding 3 nano pen needles (320122) inside his box of minis, (320119) samples available to send back. This box came from a mail order pharmacy. Lot: 7248708, item: 320119, expiration date not available. Occurrence date: (B)(6) 2019"

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number for mixed product. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a box of bd ultra fine¿ pen needle had mixed product. The report is as follows, "consumer reported finding 3 nano pen needles (320122) inside his box of minis, (320119) samples available to send back. This box came from a mail order pharmacy. Lot: 7248708, item: 320119, expiration date not available. Occurrence date: (B)(6) 2019"